Event description:
A percutaneous endoscopic gastrectomy tube was placed successfully in a pt with swallowing difficulties for the purpose of enteral nutrition. After placement it was noted they were unable to flush the tube. Subsequent fluoroscopy and attempted wire guide exchange revealed the inner lumen of the peg tube was occluded. The tube was removed, however, another tube could not be replaced because leakage occurred into the peritoneum and the tract was not established. Following, the pt required 5 days of intravenous antibiotics and hydration.